Event description:
It was reported that the patient presented in clinic for follow up. Upon vt egm review, intermittent ventricular undersensing was noted. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.